Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. In the reported case, the customer did not contact siemens local service organization for support. As no service visit was conducted and no additional required information (e.g., log files) is available, a detailed and verifiable analysis of the reported malfunction cannot be performed. Therefore, no conclusive root cause could be determined.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii floor system. During an emergency procedure, the x-ray function was suddenly blocked. The procedure was continued and finished using an alternative system. No health consequences were reported to this event.